Event description:
Vitrectomy probe would not connect to the constellation machine when plugged in. The connector light would not turn green on the constellation machine. Probe was replaced prior to beginning surgery.